Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user switched from insulin lispro (humalog) to insulin aspart and experienced hyperglycemia, with the highest reported blood glucose of 305 mg/dl for about two hours, which the ilet corrected without alerts or external assistance; the user then reverted to humalog per healthcare provider guidance. Symptoms included peripheral swelling of the ankles progressing toward the knees and abdomen with a sensation of pressure when breathing. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the event details and user feedback, along with troubleshooting and education. Investigation of this case revealed no device malfunction or alarm behavior, and the hyperglycemia and edema occurred temporally with the insulin change rather than with ilet function. It was concluded, based on previously established findings for similar reports, that the cause was unclear.